Manufacturer narrative:
Argus case (B)(4).

Event description:
My father swallowed some polident / he picked the cup up and drank it [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On (B)(6) 2020, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional information: adverse event information received via call center representative (call) on (B)(6) 2020. Consumer reported that, "my father swallowed some polident. It says to contact a poison or you doctor. But, I wanted to contact you first. Yes he picked the cup up and drank it."